Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 14-dec-2023 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint unit revealed that the cartridge tip was broken and with a lens stuck in the tip of the cartridge. Viscoelastic residue was not observed to be disbursed throughout the length of the cartridge which could contribute to the complaint issue reported. The lens was observed to be damaged with a detached haptic. The lens could not be removed without further damaging the lens and cartridge. The lens module was opened, and no issues were identified. The handpiece was disassembled and no issues with the handpiece or plunger rod were observed that could cause or contribute to the complaint issues reported. A photo was provided by the customer and was evaluated. The photo displayed the suspect handpiece and the cartridge tip was observed to be damaged. A piece of the lens was found to be protruding out of the cartridge tip. The complaint issues of cartridge tip cracked/damaged and lens damaged were identified during product evaluation. The observed cartridge damaged is similar to the reported complaint issue of cartridge tip cracked/damaged. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens came out of the cartridge completely different than usual. The issue was identified during handling / prior insertion. No patient involvement was reported. Through follow-up we learned that the lens was very difficult to turn out of the shooter and the physician noticed that something was wrong. The lens was located in the tip of the device and the cartridge tip was damaged. The back up lens was successfully implanted. The directions for use (dfu) of the product was followed and healon pro was used. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: does not apply - lens was not implanted section d6b - explant date: does not apply - lens was not implanted and therefore not explanted section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.